Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. He attempted to resolve the issues by changing the reservoir but issue persisted. Customer then changed the reservoir and stated it didn't work but then later stated it did resolve the issue. Customer's blood glucose was 107 mg/dl. Troubleshooting was not performed due to customer resolved the issue by changing the reservoir. Customer is returning the reservoir for further analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were found.